Event description:
Nerve pain [nerve pain]. Case narrative: initial information received on 08-jan-2021 regarding an unsolicited valid serious case received from doctor via health authorities of united states under reference mw5097575. This case involves adult patient who experienced nerve pain, while he/she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included gabapentin; thioctic acid (alpha lipoic); acetylsalicylic acid (aspirin); atenolol; atorvastatin; biotin; vaccinium spp. (Cranberry); folic acid; iron; losartan; metformin; niacin; levothyroxine sodium (synthroid); omeprazole; and ranitidine. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate (strength: 48 mg/ml) via intra-articular route (dose, frequency, formulation, lot number, indication: unknown). There will be no information available on the batch number for this case. On (B)(6) 2020, after unknown latency, patient had nerve pain (neuralgia) and patient was hospitalized for the same (event assessed as serious due to hospitalization). Doctor added gabapentin 100 mg 2/day and 300 mg at night for nerve pain. Action taken: unknown. Corrective treatment: gabapentin. Outcome: unknown. A product technical complaint (ptc) was initiated on 26-may-2021 for synvisc for unknown batch number and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers were continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date: 01-jun-2021. Follow up information was received on 27-may-2021 from other healthcare professional. No significant information was received. Additional information was received on 01-jun-2021 from healthcare professional. Investigational results were added. Narrative amended accordingly.